Manufacturer narrative:
Omsc obtained additional information of cleaning, disinfection and sterilization of the device from the user facility. The user facility reported that they didn't suction of some clean water when the precleaning. The subject device was returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time because the evaluation is still in progress. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the distal end of the subject device tested positive for bacillus sp. The device had been reprocessed with a non-olympus automated endoscope re-processor, endoclens, using phthalaldehyde. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has been returned to omsc for evaluation. In the evaluation of the inside of the instrument channel and the suction channel, a black material was found at the distal end, inside the bending section, and inside the universal cord. No smear, foreign material or scratch was found at the instrument channel port, the suction cylinder, and the distal end. In addition, air leakage from the control section and the bending section and it was judged that the subject device needed repairing. Followings were also confirmed on the subject device. Scratches on the control section, the universal cord, the flexibility adjustment ring, the remote switches, and the boot. Shaves on the suction cylinder. Peels of the name plate on the control section. Smear of the air/water cylinder. Peeled paint on the air/water cylinder and the suction cylinder. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc followed up the user facility and the user facility requested omsc to inspect black foreign object of each part of the subject device. Omsc conducted material analysis and obtained following information. At the distal end: the foreign object was dark, greenish, transparent, color uneven, and sticky. Based on the analysis result of fourier transform infrared spectroscopy (ft-ir) and energy dispersive x-ray spectrometry (edx), it was surmised that the foreign object was a mixture of epoxy resin and calcium carbonate. Epoxy or calcium carbonate could be derived from glue. At the bending section: the foreign object was transparent red, and particles were observed in some parts, and rather elasticity. From the analysis result of ft-ir and edx, it was surmised that foreign object was a mixture of resin and rust of stainless. The origin of the resin could not be judged because some resin were used for channel of the subject device. Stainless could be derived from metal parts around the bending section. At the universal cord: the foreign object was transparent black, had elasticity like rubber, and adhered to the surface. It could be completely removed from the surface. From the analysis result of ft-ir and edx, it was surmised that the main component of the foreign object was an inorganic silicic acid. These materials could be derived from detergent solution, disinfectant or tap water. The causal relationship between the material analysis result and the reported event cannot be determined.